Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 450 mg/dl. Reportedly, the infusion sets were changed to address the issue. The customer reverted to manual injections for insulin therapy.